Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed lingering tight-banding on both axillae 1.5 years post miradry treatment. Steroid injections in the right axilla were prescribed.